Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported by our edwards affiliate in (B)(6), during a transfemoral procedure, the left side was chosen for access and presented with calcification at the level of the common iliac. The dilator was able to be inserted almost completely for vessel dilation. However, due to an iliac lesion, difficulties were encountered with fully inserting the esheath into the vessel. Therefore, the iliac lesion was treated with an excimer laser.  The esheath was re-advanced without success. The physician considered inserting the distal part of the esheath in the abdominal aorta to proceed with the insertion of the commander. Per report the commander delivery system was advanced through the sheath without difficulty.  Once the valve exited the esheath the valve got caught on calcification on the abdominal aortic wall creating a small dissection visualized on angiography. After attempts to advance the commander system, it was noted that a valve strut was bent, and a decision was made to withdraw the system. The bent valve frame strut prevented the extraction of the system and vascular surgery was required. A surgical exposure of the femoral artery was performed with a prosthesis reconstruction. There was no valve implanted and the patient remained hospitalized.  Per report, the perceived root cause was the esheath not being in the correct position causing such an angle with respect to the aortic wall that tracking difficulty was experienced with the commander system through the aorta. The patient¿s access vessel minimum luminal diameter (mld) measured 6.0 mm with moderate calcification and no tortuosity. The device will be returned for evaluation.

Manufacturer narrative:
Reference: CAPA-20-00141.

Manufacturer narrative:
Correction (b1) add product problem the commander delivery system was returned to edwards lifesciences for evaluation. Visual inspection revealed the following: the crimp balloon radially torn proximal to the inflation crimp(I/c) bond, guidewire lumen cut, gouges on flex tip, bend on flex shaft approximately 9¿ from flex tip, kink on balloon shaft (due to packaging), valve appears not able to fully aligned (over proximal tapered section of inflation balloon), bunching present on distal section of the inflation balloon and wing are intact. Imaging was provided and reviewed. The imaging revealed that the condition of the balloon and distal tip separated from the delivery system. There was no procedural imaging provided.  Functional testing was not performed due to the nature of the complaint. Dimensional testing was performed on the double wall thickness of the crimp balloon proximal to the observed separation and was found to be within specification. During manufacturing process, the entire delivery system is visually inspected and tested several times. Per procedure, 100% visual inspection for critical dimensions and defects are performed for the s3 balloons. Per procedure, upon the completion of crimp balloon molding and annealing, the crimp balloons are 100% dimensionally and visually inspected. The guidewire shaft to nose bond are visually inspected per procedure. The crimp balloon to inflation balloon and balloon catheter laser bond are 100% visually inspected per procedure. During balloon pleat, fold and forming process, the balloon is 100% visually inspected. After h process the balloon are again 100% inspected for damage. During final inspection, the entire device is 100% inspected by both manufacturing and quality per procedure. The commander delivery system is 100% leak tested.  In addition, each lot is required to undergo product verification testing on a sampling basis. All samples selected from each lot must pass the following tests: visual inspection to ensure device is free from physical defects, retrieval force and engagement force test, visual inspected for tears or separation in the inflation/crimp balloon bond, inflation balloon/crimp/balloon tensile testing. All sample lots passed product verification testing. These inspections during the manufacturing process support that it is unlikely a manufacturing non-conformance contributed to the complaint event. A device history record (DHR) review was performed and commander balloons were failing lot acceptance testing. A CAPA was initiated to further investigate the issue and implement corrective action. During the investigation, the statistical methods used for lot acceptance testing of s3 commander balloons were identified as the issue. A new sampling plan was implemented, and all impacted work order had additional samples randomly selected and burst tested.  As such, it is likely that this issue contributed to the complaint event. A lot history was performed, and one other complaint was related to this event. At this time, no manufacturing non-conformance has been identified. A review of the complaint history from (B)(6) 2018 to (B)(6) 2019 revealed other returned complaints (model commander delivery system). There were no manufacturing non-conformances that would have contributed to the events. Available information suggests that patient and/or procedural factors may have contributed to the events. However, due to the high criticality level for this failure mode, pra was previously initiated for risk assessment. A review of complaint history revealed that the occurrence rate did not exceed the (B)(6) 2019 control limit for all the trend categories. The commander delivery system IFU, system preparation manual, and procedural training manual were reviewed for instructions or guidance for proper use of the commander delivery system. The user is instructed to ensure adequate vessel access and not to use the esheath in tortuous or calcified vessels that would prevent safe entry of the sheath.  Additional considerations include proper screening as this is critical to reduce vascular complications.  Push force can vary due to angle of insertion, vessel diameter, tortuosity and degree of calcium.  Know position of the sheath tip in the aorta. Perform shallow stick/puncture so that sheath is parallel to leg.  Do not force sheath. If having trouble inserting sheath, remove the sheath and try predilating the vessel with a dilator or making the incision larger. Check to ensure sheath is not damaged prior to reinserting. If damaged, return and replace with a new sheath. The procedural training manual provides instruction for thv retrieval through sheath. Factors that can assist with thv retrieval through sheath includes: thv can be retrieved through sheath only before thv deployment (still crimped), ensure the thv is centered on the flex tip, ensure delivery system is locked, verify the flex catheter is completely unflexed, retract the thv and delivery system into the sheath ensuring the thv is completely inside the sheath and just past the sheath tip, ensure the edwards logo on the sheath handle is facing upward. Withdraw the delivery system and sheath as a single unit completely from the arteriotomy while maintaining guidewire position. Do not re-use the sheath, thv or delivery system once thv is retrieved. Note: crimped thv aligned on balloon is larger than crimped thv off balloon. Take care if deciding to retrieve. Note: do not force the thv into the sheath. If resistance is felt, the thv may be caught on the sheath tip. Stop, advance thv past the sheath tip and ensure thv is centered on the flex tip. Rotate the delivery system before trying again. Per the instructions for use (IFU) cardiovascular injury, such as perforation or dissection of vessels, ventricle, myocardium or valvular structures, is a known potential complication associated with the tavr procedure. Ascending aortic dissection may occur when multiple attempts are made to cross the stenotic native valve, and/or when excessive force is used.  Physicians are extensively trained by edwards before they are qualified to use the sapien transcatheter heart valve (thv). The thv training manuals provide guidance to facilitate safe crossing of the native valve, including camera projections, handling during advancement, and troubleshooting techniques if difficulty is encountered. As stated, excessive force should not be used when the device has difficulty crossing the stenotic valve. Adding tension to the wire, pulling back the system to re-orient the valve, as needed, and torqueing of the flex catheter may be helpful in solving the problem. The complaints were confirmed based on visual inspection of the returned device. Investigation of the device and reviews of lot history, DHR, and complaint history revealed no indication that a manufacturing non-conformance contributed to the event. A review of manufacturing mitigations supports that the delivery system has proper inspections in place to detect issues related to the complaint events. A review of IFU/training materials revealed no deficiencies. There was no note of abnormalities on the delivery system during device preparation, suggesting that there was no issue with the device when removed from packaging. Per report, the thv struts met calcification upon exiting the sheath, causing struts to bend, which then likely got caught on the sheath tip during retrieval. Also, during evaluation of the returned device, the valve was not observed to be bent, but it was over the inflation balloon. The thv over the inflation balloon has a larger profile than when it is over the crimp balloon which would also make it more difficult to retrieve into the sheath. Flex tip gouges present on flex shaft are indicative of valve diving and increased force used to manipulated device which likely attributed to non-coaxial alignment of the delivery system and sheath tip during withdrawal as well as the bent valve strut that occurred due to device manipulation. It is possible that as more force was applied to the delivery system, the excessive manipulation applied likely caused the balloon tear. Potential root causes for separation of the crimp balloon material proximal to the inflation balloon to crimp balloon bond have been identified and documented in a product risk assessment (pra). In this case, available information suggests that the complaints are attributed to procedural factors (bent valve strut; non-coaxial device alignment during withdrawal; excessive manipulation, withdrawal difficulty, and residual fluid). However, a conclusive root cause could not be determined at this time.  No product non-conformances or IFU/training inadequacies were identified, and the trend categories did not exceed control limits. Therefore, no corrective or preventive action is required at this time. In addition, per management discretion, the balloon torn issue and its associated risks have previously been assessed and documented in pra. A CAPA has previously been initiated to update ifus to improve the safety and use of the commander delivery system.